Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was over 500 mg/dl, and was addressed with manual injections. The customer reloaded the cartridge successfully and resumed insulin therapy.